Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. There is no evidence in the device history log of any adverse events or self test fails. The device appears to have performed to specification. No fault was found with the returned pad or pad-paks. The reported problem could not be replicated. The device performed as expected from the date of installation. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.